Event description:
Physical therapist was helping orthopedic patient stand up from sitting position on bed; he thought he had set the bed brakes, but when pt tried to stand, he slipped back against the bed and because the bed brakes were not fully engaged, the bed moved backward and the pt had a controlled fall back onto the bed and to the floor without injury; this was a use error in that the pt did not fully engage the brake.====================== health professional's impression======================the brake on the advanta bed is difficult to see when the bed is in the lowest position with the foot end side rail down. The advanta has a warning light for "brakes not set" on the foot end, but the pt did not know about this. The suggestion to the mfg is to consider replacing the narrow brake pedal with one that is twice the width to enable easier access.

Manufacturer narrative:
Evaluations results: the complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were found in meter memory however, they were obtained outside the ten minute timeframe. This is a final report.

Event description:
Customer reported receiving erratic readings on her precision xtra blood glucose meter. Customer reported receiving readings of 40 mg/dl, 381 mg/dl and 405 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be sent when the investigation is completed. It should be noted: the meter's date of manufacture is not available. The date used in this report is the date abbott diabetes care became aware of the event.